Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. The representative could not replicate the issue and performed 4 spins without issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that system would not take any images. The system showed errors 177, and 182. After a restart the system only showed error 170. When the representative attempted to take an image, the system gave a faint beep. The representative was using the system for calibration. It was noted that the system was delivered for calibration later in the day and almost died in the elevator on the way to the or, and started calibrations as soon as they got it in the room. The most likely cause of the event was due to the batteries not having enough charge left to perform the calibrations.